Event description:
Complainant alleges that his heating pad switch blew up. No injuries or property damage were reported with this incident.

Manufacturer narrative:
This product was examined on (B)(4) 2006, by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was severely pulled at an angle. The insulation was off of both wires but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse/abuse of the product.